Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2010 due to instability and the modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
This event was originally reported on august 11, 2010 under manufacturer report number 1825034-2010-00325 for the modular head component. At that time, it was reported that only the modular head was removed and replaced. Subsequently, on october 5, 2010, information was received stating that the acetabular liner was also removed and replaced during the revision procedure performed on (B)(6) 2010. It was determined that since the acetabular liner and modular head were removed, it is likely that the instability in this case was dislocation. There are warnings in the package insert that state that the following; possible adverse effect #8 - "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).